Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00062 to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The needle tube of the subject device could not be extended from the sheath. The sheath of the subject device was kinked. As the result of checking the manufacturing record of the same lot, there were nothing abnormal found. Based on the evaluation and the similar cases in the past, the needle tube might be unable to retract into the sheath, because the sheath was kinked. The sheath might be kinked, because excessive load was applied to the sheath when the subject device was inserted into the endoscope, it was taken out from the sterile package, or it was checked before use. The instruction manual of the subject device warns; *when inserting the instrument into the endoscope, retract the needle into the sheath, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. *before use, inspect the insertion portion and the tube for damage.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause could not be conclusively determined. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
During a colonoscopy, the subject device was used for injection. During that, the needle tube of the subject device was not retracted into the sheath. The intended procedure was completed with another device. No patient injury was reported.